Manufacturer narrative:
On may 30, 2022, mentor became aware that manufacturer report number 1645337-2021-02350 is a duplicate of manufacturer report number 1645337-2019-19592. No further regulatory reporting to us FDA will be done in this complaint file. Please see manufacturer report number 1645337-2019-19592 for any updates. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient enrolled in a clinical study underwent revision breast augmentation with a 300cc mentor memorygel breast implant on both sides and was presented with left side early onset seroma. Surgical intervention was performed. On (B)(6) 2021, mentor became aware that patient also experienced bilateral capsular contracture; baker grade iii in addition to left side early onset seroma, and surgical intervention. Also, mentor became aware that the patient underwent bilateral explantation on (B)(6) 2020. This report is for the patient¿s right-sided device.